Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an extremely calcified lesion below the knee in the anterior tibial artery. A 3.00 x 28mm xience prime btk stent delivery system (sds) was advanced with resistance, due to the calcification, to the lesion. While attempting to deploy the stent implant, it was found that the balloon would not inflate. It was thought that the balloon may have ruptured due to the heavy calcification. The sds was removed without resistance from the anatomy and it was discovered that the stent implant had dislodged from the sds and was located in the truncus fibularis. An unsuccessful attempt was made to deploy the stent implant in place with an armada xt balloon catheter. Additionally, the stent implant was not able be retrieved with a snare and therefore remains in the anatomy. The procedure was stopped at that point. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The inflation issue, balloon rupture, and stent dislodgement were unable to be confirmed due to the condition of the returned device. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to calcification in the anatomy and the foreign body in the patient and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.